Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.00 x 20 synergy ii drug-eluting stent was selected for use to treat the lesion. However, when the physician attempted to advance the device over a guide wire, the shaft kinked and snapped. No patient complications were reported as the device did not enter the patient's body.